Manufacturer narrative:
Patient information not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the battery tray #8 had failed. Once the battery try was replaced, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a electrode and probe placement procedure. It was reported that the nurse was working with the imaging system and noticed that the first bank of the batteries were flashing pink. It was noted that this was during after hours call. There was no change when the imaging system was moved to a known working outlet. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned battery resulted in no failure being found through functional testing and visual/physical examination. Analysis states that there were small scratches from normal use. Battery passed bench testing. No problem found. If information is provided in the future, a supplemental report will be issued.